Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported after the conversion to open, the er320 was used to ligate the cystic duct and artery. The device has already been opened. After the surgeon placed several clips, they began to fall out of structures. When removed from pt, clips appeared only partially closed. The surgeon commented that he was not impressed with these clips. Some clips from the device were satisfactory and left on the structure. There was no consequence to the pt.